Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137823.

Event description:
It was reported that the patient was experiencing ineffective therapy, troubleshooting took place of multiple reprogramming's, impedance checks, and x-rays, but the patient's pain was progressively worse. Surgical intervention took place where the patient was re-trialed, and then the leads were explanted and replaced with a lead that was placed lower than the original placement to address the issue. Effective therapy was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137823.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.